Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the generator interface printed circuit board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would intermittently display a generator interface printed circuit board error message. No pt injury was reported.